Manufacturer narrative:
The investigation determined that quality control results shifted both high and low on multiple vitros microwell assays due to lower than expected signal on the vitros 5600 integrated system. The investigation concluded the most likely cause of the event was an instrument related issue. Multiple vitros microwell assays were affected, and the signals obtained from all the affected results were lower than expected. Expected performance was obtained from all affected assays after an ortho service event, where an fe replaced the well wash linear motor and final well wash nozzle, and performed all pertinent adjustments. Based on historical quality control results, there was no indication the vitros ckmb or myog reagent contributed to the event.

Event description:
The customer reported that quality control results shifted both high and low on multiple vitros microwell assays due to lower than expected signal. Although multiple microwell assays were affected, only results obtained from the vitros ckmb and myog assays met potential health and safety criteria. Vitros ckmb assay: non-vitros mas l1 results of 1.00, 0.82, 1.53, and 1.83 ng/ml vs. The expected result of 4.791 ng/ml. Vitros myog assay: non-vitros mas l1 results of 26.73, 25.43, 35.08, and 38.73 ng/ml vs. The expected result of 64.43 ng/ml non-vitros mas l2 result of 120.61 ng/ml vs. The expected result of 271.41 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected with patient samples. Patient samples were not affected and there was no allegation of harm as a result of this event. However, the investigation could not rule that patient samples would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).